Manufacturer narrative:
(B) (4). Method: an investigation was carried out based on the event description, photos and results of previous investigations or similar complaints, as the complaint devices were not returned for eval. Results: the photos provided by the original equipment MFR (OEM) confirmed that the heater wire pins of the breathing circuits were bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the straightness of the heater wire pins of all breathing circuits are tested in the production line by inserting into the heater wire inserters and those that fail are rejected. A review of our rt132 infant breathing circuit's mfg records of the lot number provided confirmed that it passed all the required production tests. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. However, for bent pins reported to us by an original equipment MFR (OEM), it is impossible for us to determine how the pins were bent. (B) (4).

Event description:
An original equipment MFR (OEM) (B) (4) reported that the heater wire pins were bent on a quantity of 22 rt132 infant breathing circuits. This was found during the assembly process. The OEM staff reworked the bent pins of the breathing circuits. No pt consequence was reported.